Manufacturer narrative:
A partial lead was returned in one piece measuring 5.3cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was on hospice with congestive heart failure (chf). Therapy was disabled at hospice request by the physician request. The patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.